Manufacturer narrative:
Block h3/h6: the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-irv-17-00120. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced four different incidents, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 2026095-2017-00021 for the second patient. Refer to 2026095-2017-00022 for the third patient. Refer to 2026095-2017-00023 for the fourth patient. Fill volume: 600 ml . Flow rate: 4cc each side . Procedure: pectus excavatum repair (pex). Cathplace: posterior, away from incision site. A literature article was received from the journal of pediatrics entitled "surgical site infection related to use of elastomeric pumps in pectus excavatum repair. Lessons learned from root cause analysis." The article detailed patients who developed surgical site infections associated with the use of halyard health elastomeric homepumps and catheters. Of the patients who developed the surgical site infections, 2 grew staphylococcus epidermidis, 1 methicillin sensitive staphylococcus aureus, and 1 pseudomonas aeruginosa. ¿silver-coated wound catheters were introduced before closure of the surgical wounds¿and the wound catheter was then fixed to the thoracic wall.¿ those with the surgical site infections were specified as have postoperative pain, fever, itching, wound breakdown, and skin rashes. The article noted that an increase over baseline was found during the initial review of surgical site infections for patients that had an elastomeric pump placed.